Event description:
While investigation a (B)(6) male pt's monitor for an unrelated issue, a reportable problem was discovered. The monitor was resetting during the pulse test. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. Upon eval, the monitor was resetting during the pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.